Event description:
The secondary clave near the pumping chamber broke on two IV sets as the nurse attempted to secure the secondary IV tubing for medication administration. There was no harm to the patient. Although the devices were saved, the packaging was not. The nurse clinicians reported that there have been several other instances of this nature. In these cases, neither the tubing nor the packaging was saved.